Event description:
It was reported to philips that the board was defective. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the board was defective. Device was in clinical use at time of event. However, no patient harm reported.there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The processor (printer circuit assembly (pca) (part number: 453564489071 with serial number, (B)(6) was returned to philips for failure analysis. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Error logs were not available for review. The processor pca under functional test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up and boots to 'installing upgrade, do not turn off' and does not continue.. After the successful software re-flash, the unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within specifications. The therapy knob was then set to 170joules, and a successful operational check was run. Based on the information available and the testing conducted, his pca was returned with a " board defective " complaint. This was verified in lab testing. The processor pca was returned with a " processor pca defective " complaint. This was verified in lab testing of the processor pca. After a software reflash, the device passed the operational check and general testing. This pca failed with software / corrupted file systems. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device had a processor printed circuit assembly (pca) that is defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.